Manufacturer narrative:
Submit date: 7/7/2017.

Event description:
The customer states that the enteral feeding pump failed to suspend when the feed was completed.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump is not stopping after feed causing air to get in tubing. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.